Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that a revision procedure was performed where the right ventricular (rv) lead was explanted due to high pacing thresholds. During the extraction of the lead, the existing right atrial (ra) lead was noted to have been damaged. The physician opted to replace that ra lead as well. Both leads were successfully removed and replaced with new leads. No additional adverse effects were reported. Both leads are expected to return for analysis.

Event description:
It was reported that a revision procedure was performed where the right ventricular (rv) lead was explanted due to high pacing thresholds. During the extraction of the lead, the existing right atrial (ra) lead was damaged. The physician opted to replace that ra lead as well. Both leads were successfully removed and replaced with new leads. No additional adverse effects were reported. Both leads are expected to return for analysis.